Event description:
End-user stated that medical attention was sought on (B)(6) 2019 at her home. End-user stated that she received a result of lo when testing her blood sugar. End-user then stated that she tried testing with her prodigy meter 10 times and continued to get a reading of lo. She then tried to raise her blood sugar by eating cake cookie and juice. She then said she started sweating and had feelings of nervousness. End-user stated she took metformin 1000mg/dl. She proceeded to drive herself to the emergency department where upon arrival her blood glucose was 188mg/dl. She was not treated for her blood glucose due to her level being ok when she arrived at the hospital. She stated that she was prescribed amoxicillin 500mg/dl but did not disclose why she was given the antibiotic. End-user was told to follow up with her primary care dr. She was treated at (B)(6) hospital located at (B)(6) for 5 hours and was not admitted.